Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer reverted to a travel loaner pump and was able to successfully load a new cartridge.

Manufacturer narrative:
Additional lot numbers were reported (lot # m003163, m002602). However, the cause of the event is not due to the cartridges. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.